Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) and the driveline boot cover (lot no. R018789) were returned for evaluation. A review of the controller¿s device history record was not performed as the reported event and analysis not related to a manufacturing or servicing issue. Review of the driveline boot cover and the pump¿s manufacturing documentation confirmed that the associated devices met all requirements for release. There was no evidence that the vad (B)(6) and the driveline boot cover had previously been serviced. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the unit passed visual inspection and functional testing. Internal visual inspection of the controller did not reveal any anomalies. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2025 at 21:35:40. The controller failed alarm is indicative of a loss of communication between the user interface cont roller (uic) and pump motor controller (pmc). The controller failed alarm was logged because of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Furthermore, log files revealed two (2) vad disconnect alarms were logged on (B)(6) 2025 at 21:54:58 and at 21:56:10, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 21:54:57, indicating the controller was powered up without the driveline connected. Additionally, review of the event log file revealed one (1) controller power up event with an associated vad start event was logged on 01/jul/2025 at 21:54:49. Review of (B)(6) data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 21:55:25, indicating that the controller power up event occurred during a controller exchange. On-site inspection of the driveline cable revealed a crack in the driveline outer sheath. In addition, on-site inspection revealed that the boot cover could not be pulled back on the driveline. Visual inspection of the returned driveline boot cover revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the driveline boot cover, likely due to the handling of the device. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. As a result, the reported event was confirmed. A driveline sheath repair and a driveline cover removal were performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported hardened driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Based on risk documentation and the available information, a possible root cause of the controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating this issue. The most likely root cause of the controller power up event involving (B)(6) can be attributed to a controller exchange. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline cable connected and/or a physical disconnection of the driveline from the controller. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: driveline cover d4: r018789 d9: yes, return date: 18-aug-2025 h3: yes d1: vad d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated additional product block, d4. Additional products: driveline cover d4: serial or lot#: r018789 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller generated a controller failed alarm while the patient was traveling. The patient contacted the implanting facility and performed a successful controller exchange. It was noted that the site does not have access to log files or the controller that had the failure alarm due to the patient traveling. The patient is alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being supported for additional information. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline cover was difficult to pull off during the controller exchange. The driveline cover was also noted to be stiff. The driveline cover was pulled off and left dangling on the driveline. The driveline cover remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - vad d4: model#: 1103 / catalog#: 1103 / expiration date: dd-mm-yyyy / serial#: (B)(6). D9: no. H3: no. H4: mfg. Date: dd-mm-yyyy. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline (dl) cover was hardened and presented dangling from the dl. The dl cover was removed last visit and not replaced. It was also reported there was a 1/4 inch crack in the outer sheath of the dl, 2 inches from the strain relief. No alarms was noted. A dl cover removal and dl sheath repair was performed.